Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the users report was confirmed. As noted in b5, the unit had foreign material clogging the nozzle as a result of insufficient reprocessing. Additionally, the device had several other forms of material wear and tear noted throughout. Those include but are not limited to material elongation, scratches, and dents. Following the confirmed reprocessing failure, olympus personnel sent the user facility a reprocessing questionnaire. Through the questionnaire, the user facility confirmed all reprocessing steps in accordance with the instructions for use (IFU). If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera elite gastrointestinal videoscope due to an unspecified air/water flow issue noted during use. There was no patient harm reported as a result of the above event. During the device evlauation it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the nozzle. This report is being usbmitted to capture the insufficient reprocessing confirmed during the device evaluation.